Manufacturer narrative:
A ge service representative performed an on site investigation. The video controller pcb was evaluated and a faulty portion of the board was identified. No conclusion can be drawn as final repair info is unavailable at this time and no additional service info was provided.

Event description:
The customer reported that the system failed to display fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.